Manufacturer narrative:
On july 22, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned sample revealed that the tissue expander was found to have a tear at the union between the bladder and the shell. Additionally, the device was received painted in blue. Leak testing was performed, in accordance with mentor procedures and no additional leaks were detected. Microscopic examination was performed and the cause of the tear could not be identified. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, the process controls, the evaluation performed, and the data records for the deflated tissue expander meet specifications. The tear mentioned in the product complaint cannot be confirmed as a manufacturing defect. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast reconstruction revision surgery with implantation of a 650cc mentor artoura plus, smooth, ultra high profile tissue expander. Post-operatively, the patient observed her right breast was deflated after showering. As a result, the patient underwent bilateral removal and replacement with 480cc mentor memorygel boost breast implants on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 15, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).